Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had impedances greater than 2000 ohms. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported. Currently, this product has not been received for evaluation.